Event description:
It was initially reported that the actual residual volume was less that the expected residual volume: arv: 0 ml, erv: 1.3 ml. Pt experienced an underdose with symptoms of nausea and vomiting since (B)(6) 2011. Low reservoir alarm volume was set to 1ml. It was also added that at the last refill in (B)(6) the erv was 0.7 ml, but they got an arv 0 ml. At the first refill after the pump was implanted the erv was 5.1 ml, but they got an arv of 6.2 ml. It was later reported that the pt missed the scheduled pump refill appointment for three days. The reservoir was empty upon aspiration. The drug infused was morphine 1.3 mg/day. On (B)(6) 2011, the pump was refilled and the reservoir volume alarm was changed to 3ml. Pt also had elevated temp and horrible taste in mouth. Pt was hospitalized because of the event and recovered without sequelae.

Manufacturer narrative:
(B)(4).